Event description:
A cracked or shattered touchscreen was reported, which left the touchscreen unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual insulin injections for insulin therapy.